Manufacturer narrative:
There were two suspicious lots for the reported guide wire: 181201a261 or 181006a131. Expiration date: 11/30/2021; if 181201a261, 9/30/2021 if 181006a131 device manufacture date: 12/7/2018 if 181201a261, 10/12/2018 if 181006a131. Manufacturing site: asahi intecc (B)(6). Device investigation could not be performed because the device was not returned. For either lot, lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from either lot. Lot history records review of either lot found no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being caught by the deployed stent. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a pci to treat a mildly calcified 75-90% stenosis in the mid rca. Via radial access, a 6fr. Guide catheter was engaged to the rca followed by the asahi guide wire in the distal rca and a non-asahi guide wire in the posterolateral branch (plb). A 2.5x12mm stent was deployed in the lesion distal to the plb bifurcation. Two other stents, 3.0mm and 3.5mm, were deployed proximal to the first stent. Post-dilatation was performed and the guide wires were removed. The proximal stent looked incompletely expanded so that the asahi guide wire was re-advanced to the rca and dilatation was performed with a 4.0x12mm nc balloon. The devices were then when the wire tip detached and approximately 3mm of the tip segment was found left in the bifurcation. The stent was found displaced and crushed. The physician commented that resistance was felt during wire removal. A non-asahi guide wire was advanced to stent the crushed stent and the wire fragment. The wire fragment was successfully jailed by the new stent. The patient was ok after the procedure and planned to have another revascularization intervention for the lad two days later.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The guide wire was returned and evaluation was performed. The distal segment of the returned guide wire was greatly deformed to a curve and fractured at the distal end. Microscopic observation of the distal segment revealed that the coil wire elongated originating from the mid solder designed to sit at 45mm from the tip. At approximately 53mm distal to the mid solder, the coil wire was found fractured. The fracture surface was flat that indicated twisting stress that had generated as coils structure got straightened likely contributed to coil wire fracture. The exposed core wire underneath was found fractured at the distal solder of the inner coils. Necking of the core wire fracture was also observed. The inner coils were disarranged by accumulated torsion. These findings suggested that core wire fracture was attributed to torsion as well as tensile stress. Lot history records review for either lot found no indication of product deficiency. Based on the obtained information and investigation outcome, it was presumed that torsional and tensile stress was likely applied in an attempt to remove the guide wire while the wire tip was being caught by the dislodged stent. When the applied stress exceeded the product's design limit, it cased the core to be damaged and the tip segment to be separated eventually. It was concluded that this event was not attributed to product quality.